Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system displayed a system message and locked during a surgical procedure. The patient was moved to another hospital to complete the surgery. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and found a system message (sm) - [could not drain the aspiration chamber] which is related to the reported issue with the drain pump. The fluidics module was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on may 31, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported sm can be attributed to a nonconforming fluidics module. (B)(4).